Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple inaccurate fill estimates with multiple cartridges. It was reported that the insulin gauge decreased to an inaccurate fill estimate of 320 units. Reportedly, the customer loaded the cartridge with 480 units of insulin; however, review of the pump data logs showed the customer only loaded with 389 units. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the existing cartridge for insulin therapy.